Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm and a right iliac artery aneurysm, and was implanted with four gore excluder aaa endoprostheses. It was noted that the external iliac arteries were small (measuring between 6mm and 7mm), calcified and tortuous. The gore excluder aaa trunk-ipsilateral leg component was placed without incident. The physician was unable to advance an 18 fr cook sheath to the bifurcation, so the gore excluder aaa contralateral leg component (pxc181400) was advanced outside the sheath; however, the device pre-deployed in the left common iliac artery, about 4cm to 5cm into the external iliac, covering the left hypogastric artery. A decision was made to balloon the device and leave it there. A new contralateral leg component was placed as a bridge between the trunk-ipsilateral leg component and the pre-deployed contralateral leg component. The aortic and iliac aneurysms were excluded, with no signs of an endoleak. There was good flow in the left iliac artery. The pt tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.